Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that there was no indication of a product-related issue with the cobas mpx assay (lot k10507) or the cobas 6800 analyzer. The rmc positive and negative controls exhibited robust amplification curves, confirming proper pcr and sample preparation processes. Additionally, the internal control for sample ID (B)(6) demonstrated a robust amplification curve, indicating the absence of potential pcr inhibitors in the sample matrix. The most plausible explanation for the non-reactive nat result of sample ID (B)(6) is an hiv sample with a viral load potentially below the limit of detection (lod) of the cobas mpx assay. Alternatively, the possibility of a false positive serology result cannot be excluded based on the available data. No harm was caused or alleged, and the device remains in operation at the customer site.

Event description:
The initial reporter alleged a potential false negative result for hiv-1 using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The allegation involved a sample (ID: (B)(6) that yielded discrepant results. The cobas hiv-1 duo test detected an anti-hiv reactive result with a cut-off index (coi) of 4.08, while the cobas mpx assay produced a non-reactive result. The blood component associated with the sample was rejected by the customer, and no additional material from the original sample was available for further testing as the collection tube was discarded. A new sample was requested from the donor for confirmation.